Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at time of implant were not reported. Approximately 4 yrs and 7 months later, it was reported that there was separation between 2 stent graft components. This was likely due to insufficient over-sizing where a 15 mm diameter iliac extension limb was implanted into a 16 mm diameter bifurcated stent graft. A 16 mm diameter iliac stent graft was implanted within the previously implanted stent grafts and that successfully bridged the gap between the 2 components. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
.